Event description:
On (B)(6) 2010, it was initially reported that the pt's pump moved around in the pocket. It was indicated that there were no pt symptoms. The pt's status was good. On (B)(6) 2010, it was further reported that a lump had formed around the catheter incision one week post implant. The lump began to grow larger, and the pt was not receiving any pain relief. A dye study indicated that the catheter had dislodged from the intrathecal space, and cerebral spinal fluid was accumulating outside creating the pt's lump. The pump was noted to be very loose in the pocket, and had moved from the middle of the pt's abdomen to in between her hip and lowest rib. A surgical revision was planned to replace the catheter and secure the pump in the pocket. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).